Event description:
Patient reported that she underwent total knee arthroplasty in 2004. Subsequently, she began to experience pain and pinching in 2008 and reported that her doctor took radiographs which revealed something that came loose from the implant. The patient also stated that the doctor recommends a revision surgery, however, no information regarding a revision procedure has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The lot number information needed to review device history records was unavailable. Date of event - 2008, exact day that pain began is unknown. Expiration date - unable to determine without the lot number information. Date implanted - 2004, exact day unknown. Device manufacture date - unable to determine without the lot number information.